Event description:
It was reported that when the tracheostomy tube cuff pressure was checked by the intensive care unit (ICU) nurse, it was noted that the cuff needed to be reinflating due to a cuff leak. The tracheostomy tube was replaced. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The device was requested but will not be returned. Lot number is unknown.